Manufacturer narrative:
Full UDI# provided. Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the shaft to be bent at the distal end. The clips were fired off one by one and engineering was able to replicate the customer's experience of improper clip loading and incomplete clip closure. The unit was disassembled and engineering found damage to the internal components of the device. The root cause of the customer's experience of incomplete clip closure and improper clip loading was likely the dent in the shaft. The bent shaft was likely due to excessive force applied to the device during removal from packaging. All clip appliers undergo 100% visual and functional inspection during the manufacturing and assembly process. As a part of this process, each unit is inspected for clip feeding during manufacturing prior to packaging. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Manufacturer narrative:
(B)(4) has received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Lap chole - "clips would not close and clips were spitting. After firing multiple outside patient, problem seemed to correct itself but surgeon refused to continue to use product." Patient status unknown.